Event description:
It was reported by the customer's mother that their insulin pump alarmed auto off. Customer states that they also received a no delivery alarm but that it was due to the infusion set. Customer declined troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.